Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance appear to be related to circumstances of the procedure. There is no indication of a product quality issue.

Event description:
It was reported that the patient was hospitalized in the intense care unit (ICU) with st segment elevation myocardial infarction (stemi) from the diffused mid-proximal and nearly occluded mid right coronary artery (rca). After pre-dilatation with an unspecified balloon catheter, the 2.5 x 33 mm xience xpedition stent delivery system (sds) was advanced but failed to cross the lesion due to the anatomy. The device was removed and a shorter 2.5 x 12 mm xience xpedition sds with a guideliner was attempted; however, proximal to the target lesion a vessel dissection occurred. A 2.25 x 8 mm xience xpedition stent was successfully implanted proximal to the target lesion. The dissection was treated with balloon angioplasty and the patient was put on medical management. No additional information was provided.